Manufacturer narrative:
Physio-control replaced the biphasic pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the removed biphasic pcb assembly at the failure analysis center and determined the cause of the failure to be due to an isolation breakdown of a transformer, designator t3.

Event description:
It was reported that the device was unable to charge and as a result, was unable to deliver therapy to a patient. The user was able to deliver therapy to the patient with a device from another room; however the delay between use of the first device and the second device was not known. It is unknown if the reported failure caused any adverse effects to the patient as the outcome of the patient is unknown. The customer also reported that the device had logged an event code multiple times prior to the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio-control continues to investigate the reported event and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.